Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had to charge the ipg more frequently. It was noted that the ipg was no longer working. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.